Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation had detached, causing it to fail hipot testing. This damage can result from rough use or improper handling through a trocar, and the investigation identified the root cause of the issue to be user error. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A review of the device history records could not be performed, because a lot number is not available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy procedure, the protective sleeve close to the jaws detached from the device. The piece fell into the operating area but was removed from the patient. No patient injury occurred.